Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was reported that the patient experienced withdrawal symptoms and was admitted to the emergency room. It was indicated that there was a potential performance issue with the pump. No further patient complications have been reported or anticipated as a result of this event.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine, baclofen, fentanyl, and clonidine. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. During dispense testing, the pump was found to be overinfusing with an undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 7500.0 mcg/ml at 2326.6 mcg/day, clonidine 200.0 mcg/ml at 62.45 mcg/day, baclofen (unknown) 600.0 mcg/ml at 186.13 mcg/day, and morphine 15.0 mg/ml at 4.653 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2017, the patient had a motor stall code. The patient went into the hospital on that weekend, and the healthcare provider (hcp) replaced the pump on (B)(6) 2017 due to the motor stall code. There were no further complications reported or anticipated.

Event description:
Additional information was reported 2017-apr-13. It was reported that the patient was a white male, who on an unspecified date in 2006, started treatment with baclofen 600 ug/ml (for an off label use). Additional medical history included chronic pain with spasms. The physician indicated the patient was doing well with the itb (intrathecal baclofen) pump. On (B)(6) 2017, a pump motor stall occurred, the patient was admitted to the hospital on (B)(6) 2017 for the it (intrathecal) pump motor stall, had a replacement with a new pump and on (B)(6) 2017 was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.